Event description:
It was reported that the shock impedance measurements were out of range when it comes to this device. A review by technical services (ts) noted that the first out of range shock impedance alert was triggered (B)(6) 2016. The most recent impedance measurement showed normal values with an occasional increase to out of range values. Ts discussed performing in office follow up and movement maneuvers. At this time the device remains implanted. No adverse patient effects were reported.